Event description:
About six months ago, patient fell and suffered a comminuted fibular distal diaphysis fx. This was repaired by a closed reduction, percutaneous pinning of a syndesmosis. One of the implanted screws failed.what was the original intended procedure?closed reduction percutaneous pinning of a syndesmosis.device #1is this a laboratory device or laboratory test?no.